Event description:
The customer reported that while the iabp was in use on a patient in the cath lab, it was initiated the first auto fill and electrical code #2 was displayed with auto fill failure. The patient was switched to another iabp and therapy continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformance in the DHR related to the reported event. The company representative examined the pump and could not observe any electrical (code #2 in the error log). It was found sticking solenoid valves k6 and k6a valve open and the x2 drive transducer reading negative pressure versus atmospheric pressure. Proceeded to replace the manifold drive and vent valve 24 solenoid. The system was tested to factory specifications. It functioned normally and was returned to the customer. The parts replaced are being requested to be returned to the manufacturing facility in (B)(4), for evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).